Event description:
The customer emailed explaining that they chose to seek assistance from a medical provider to help remove their menstrual cup. The customer stated that they could not remove the cup independently after wearing it overnight, and a medical professional had to assist them. The customer was asked additional details on the use of the device if they had read and understood the instructions. The customer had no symptoms of infection. We offered to replace the cup and gave additional use instructions and cleaning supplies.